Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found the adhesive on the bending section cover had a chip. The control unit had a scratch. Grip had a scratch. The up/down plate had a scratch. The right/left plate had a scratch. Forceps elevator (surgical products) had a scratch. The angulation lever had a scratch. Switch 1 had a scratch and discoloration. The right/left lever had a scratch. Light guide connector had a scratch. The light guide cover glass had a scratch. The video connector case had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the flex deflectable videoscope image did not appear. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. The probable causes are as follows: blackout occurred during angulation operation (twist), and when a torsional load was applied to the cable near the base of the image sensor using the distal end, hence, the image sensor or the cable assembly near the image sensor was damaged. Additionally, the following are the possible causes of damage to the image sensor or the cable assembly near the image sensor. Since there was a chip in the glue of the a-rubber glue winding part, the arrangement may be temporarily disturbed due to external stress such as inserting or removing the insertion part diagonally into the trocar, causing an unexpected load on the image sensor or cable. ¿ since there was a dent in the distal end, the circuit inside the image sensor inside the distal end may have been damaged by hitting the distal end. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The inspection method for the suggested event is described as follows in the operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system in the operation manual¿ which could have detected the phenomenon: [inspection of the endoscope] confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.